Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, the touchscreen display was unreadable. Customer¿s blood glucose was 89 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.